Manufacturer narrative:
The tech found that the rocker arm was broken preventing the foot end brake casters from engaging into brake. He replaced the foot end rocker arm to repair the stretcher.

Event description:
Info received indicates the brakes are not holding at the foot end of the stretcher.